Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's doctor stated that the customer is suicidal and may be purposing giving himself too much insulin. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. The customer was disconnected during priming. The insulin pump was downloaded, and no unexplained boluses or primes were found. The basal rates had been lowered during the two weeks leading to the event. During this time, the total amount of insulin delivered per day was consistent. It was not known if the customer may have been intentionally over delivering insulin without using the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.